Event description:
Reportable based on analysis completed (B)(6) 2013. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 90% stenosed target lesion was located in moderately tortuous and severely calcified right coronary artery (rca). The lesion was pre-dilated with a 2.0x15mm non-bsc balloon. The 2.5x16mm promus element stent was advanced; however, was unable to cross the lesion. The procedure was completed with another 2.5x16mm promus element stent. No patient complications were reported and the patient status is stable however; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination of the device noted distal stent damage. Struts at the distal edge were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).